Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a battery issue was confirmed and reproduced during product evaluation. The assignable cause was a deep discharge of the battery. The main battery was replaced to correct the reported condition.

Event description:
The facility reported a flo-gard infusion pump with a malfunction of the battery. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in the maternity department. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.